Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 10/22/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display with auditory and vibratory features. The battery compartment was cracked from the grip pad to the base seal. The pump casing was opened and no evidence of moisture intrusion was found inside the pump. A rewind/load/prime sequence was completed without incidences. Force sensor calibration reading was within specifications. Piston flash measurement was within specifications. Initial reporter name and address: (B)(6).